Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Approximately two weeks prior to the receipt of this report (date unspecified), the pt experienced peritonitis. It was reported that the pt spent a week and one half in the hospital due to the peritonitis. During hospitalization the pt received treatment for the peritonitis with unspecified antibiotics, ip¿intraperitoneally (dose, frequency, not reported). During hospitalization, the pt received pd therapy with manual bags (with antibiotics), (capd) continuous ambulatory pd. On an unreported date, the pt was discharged from the hospital. At the time of this report, the pt was home and still on capd with antibiotics until the end of the week. Additional information was requested but is not available.